Event description:
It was reported that an aleutian lateral system angled lateral insert tip got stuck in the cascadia lateral interbody. The surgeon was unable to remove the inserter from the implant after multiple attempts. The surgeon had to snap the tip off of the inserter and leave it in the inner threads of the cascadia lateral interbody, which remained in the patient. The surgery was completed successfully using a straight inserter for the second interbody, followed up with screws. This event resulted in a 30 minute surgical delay and without any adverse consequences to the patient.

Manufacturer narrative:
D.4 and d.9 were updated to reflect product information upon product return.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that an aleutian lateral system angled lateral insert tip got stuck in the cascadia lateral interbody. The surgeon was unable to remove the inserter from the implant after multiple attempts. The surgeon had to snap the tip off of the inserter and leave it in the inner threads of the cascadia lateral interbody, which remained in the patient. The surgery was completed successfully using a straight inserter for the second interbody, followed up with screws. This event resulted in a 30 minute surgical delay and without any adverse consequences to the patient.

Manufacturer narrative:
Visual inspection: the device was inspected and was confirmed that the distal tip of the angled lateral inserter was fractured. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per cascadia lateral 3d surgical technique: interbody selection an appropriately sized implant is chosen at the discretion of the surgeon. Implants are available in 22 mm footprints (anterior to posterior) in parallel, 8, 12, and 15 lordosis configurations, heights from 8-16 mm, and lengths from 45-60 mm (p. 10). As reported, the user was twisting the instrument during implantation or the maneuvering pulled the threaded tip sideways, which applied excessive tightening force to the assembly and may have damaged the instrument. Excessive tightening force could have compressed and crushed the tabs of the inserter between the instrument and the implant, causing the initial jamming. As a result, the alleged failure mode was confirmed, and the most likely cause of the issue was determined to have been excessive tightening force.

Event description:
It was reported that an aleutian lateral system angled lateral insert tip got stuck in the cascadia lateral interbody. The surgeon was unable to remove the inserter from the implant after multiple attempts. The surgeon had to snap the tip off of the inserter and leave it in the inner threads of the cascadia lateral interbody, which remained in the patient. The surgery was completed successfully using a straight inserter for the second interbody, followed up with screws. This event resulted in a 30 minute surgical delay and without any adverse consequences to the patient.